Manufacturer narrative:
Ptc investigation result received on 28-jul-2015. Ptc global number (B)(4). Final assessment: failure mode/mechanism: the essure insert is made up of a flexible outer coil that is deployed into the fallopian tube. The insert's outer coils expand to conform to the fallopian tube, acutely anchoring itself until the insert elicits tissue ingrowth. After the first roll back is completed and the button is pressed, user attempts to reposition the device could lead to detachment difficulty, premature deployment, or improper device function. If all IFU steps have not been completed, user attempts to reposition or remove the catheter assembly could lead to either a stretching or breakage of the micro-insert or a part of the catheter. If the physician attempts to remove a deployed micro insert that is located within the fallopian tube by pulling on the outer coil of the micro-insert with a grasper, this action could also lead to breakage of the outer coil of the micro-insert. Since product was returned to us for this complaint, we were able to conduct an investigation of the returned product. We typically inspect the micro-insert, outer catheter, the inner catheter, and all parts within the handle assembly. As received, micro-insert was stretched and broken. All IFU steps were completed. We were unable to confirm any quality defect or device malfunction at this time. We also conducted a review of the manufacturing batch record and confirmed that final product testing for this lot was performed per requirements and the product met all release requirements. The possibility of micro-insert breaking is an anticipated event and there was no event reported which indicates a new technical failure mode for the device. Medical assessment: this ptc was initiated due to a product technical issue reported in the context of a complicated device insertion. The ae case refers to a usability issue. However, no adverse events have been reported. The batch documentation of the reported batch was reviewed. The returned complaint sample was inspected. The technical assessment concluded unconfirmed quality defect - but plausible. Based on the provided information the defect type corresponds to the following meddra llts: device breakage and device deployment issue. Since no adverse events have been reported, a batch investigation with respect to similar ae cases and the evaluation of causal relationship to the potential quality deficit are not applicable. In summary, as no adverse events were reported at this point in time a causal relationship to a potential quality defect cannot be assessed. Company causality comment: this medically confirmed, spontaneous case report refers to a female patient who had essure (fallopian tube occlusion insert) inserted and during the insertion procedure the device did not came out properly and broke. Bilateral placement of essure was not successful, only one device was inserted. The event device breakage is non-serious and listed according to technical analysis. During difficult insertion/removals, single cases have been reported of essure breakage. In this case, as the device breakage occurred during essure insertion procedure, a causal relationship with suspect insert cannot be excluded. This case was regarded as other reportable incident due to the device breakage, as although it did not lead to death or serious health deterioration this might have occurred under less fortunate circumstances. Upon receipt of device sample, which was stretched and broken, the technical investigation concluded unconfirmed quality defect - but plausible. However, as no adverse events were reported at this point in time a causal relationship to a potential quality defect cannot be assessed. Further information is being sought.

Manufacturer narrative:
Follow-up received on 16-oct-2015: after several attempts, it was not possible to get additional information and we have not received answer from reporter. Device similar case listing the list of similar cases contains essure reports received by bayer and older cases received by conceptus with similar events coded in meddra. In this particular case a search in the database was performed on 19-oct-2015 for the following meddra preferred terms: device breakage: the analysis in the global safety database revealed (B)(4) cases. Bayer is closely monitoring the benefit-risk profile of essure. A recent cumulative review of all available data on essure has not yielded any new safety signal with regard to these meddra pt. Company causality comment: this medically confirmed, spontaneous case report refers to a female patient who had essure (fallopian tube occlusion insert) inserted and during the insertion procedure the device did not came out properly and broke. Bilateral placement of essure was not successful, only one device was inserted. The event device breakage is non-serious and listed according to technical analysis. During difficult insertion/removals, single cases have been reported of essure breakage. In this case, as the device breakage occurred during essure insertion procedure, a causal relationship with suspect insert cannot be excluded. This case was regarded as other reportable incident due to the device breakage, as although it did not lead to death or serious health deterioration this might have occurred under less fortunate circumstances. Upon receipt of device sample, which was stretched and broken, the technical investigation concluded unconfirmed quality defect - but plausible. However, as no adverse events were reported at this point in time a causal relationship to a potential quality defect cannot be assessed. Despite follow-up attempts, no further information was obtained.

Manufacturer narrative:
Data correction: the product code knh was replaced with hhs.

Event description:
This is a spontaneous case report received from a physician in (B)(6) on (B)(6) 2015 which refers to a female patient of unspecified age who had essure (fallopian tube occlusion insert) inserted on (B)(6) 2015; the lot number used was c68797. Physician reported that during the insertion procedure the device did not came out properly and broke. Bilateral placement of essure was not successful, only one device was inserted. The patient had no injuries. Company causality comment: this medically confirmed, spontaneous case report refers to a female patient who had essure (fallopian tube occlusion insert) inserted and during the insertion procedure the device did not came out properly and broke. Bilateral placement of essure was not successful, only one device was inserted. The event device breakage is non-serious and unlisted in the reference safety information for essure. During difficult insertion/removals, single cases have been reported of essure breakage. In this case, as the device breakage occurred during essure insertion procedure, a causal relationship with suspect insert cannot be excluded. This case was regarded as other reportable incident due to the device breakage, as although it did not lead to death or serious health deterioration this might have occurred under less fortunate circumstances. Further information and product technical analysis are being sought.